Event description:
It was also reported that the right atrial (ra) lead was capped due to an unknown product performance anomaly. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).